Event description:
It was reported the machine cannot start. There was no report of patient involvement.there was no patient involvement.

Manufacturer narrative:
Correct reporting institution phone #: (B)(6). Correct reporter phone #: (B)(6).